Event description:
It was reported that during implant of an epicardial lead the impedance increased from 1000 ohms when measured through the analyzer to 3000 ohms when measured through the device. It was further reported that the lead had been repositioned prior to connection to the generator. Additional information obtained indicated that the lead was removed from the header, reinserted and all numbers were within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).